Event description:
According to the reporter, during totally extraperitoneal laparoscopic inguinal hernia, the device¿s valve seal was disengaged while being use to make access. The top of the valve completely broke off. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe and insufflation bulb were not received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; using a test insufflation bulb the hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test inflation syringe no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.